Manufacturer narrative:
Correction: h6 medical device problem code removed premature discharge of battery as this was a result of the intermittent communication failure.

Event description:
It was reported that a patient presented to clinic for follow up. The dual chamber leadless pacemakers (lps) had exhibited premature battery depletion. The lps had history of low i2i throughput and i2i settings programmed to 7, resulting in the rapid battery drain. The physician elected to explant and replace the lps. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Reported event of intermittent communication failure was not confirmed. Visual inspection noted the helix was within specification. Device i2i throughput assessment was performed and no anomalies were found. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.